Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported undergoing cataract surgery in both eyes in (B)(6) 2025. The left eye recovered well, but he experienced issues with the right eye. Following intraocular lens (iol) implantation in the right eye, he noted that his vision was not as good - he could see well for all things except near. His surgeon advised him to continue using corticosteroid eye drops to manage ocular inflammation. Additional information was requested, but no further information is available.